Event description:
The patient called to report that they have been feeling dizzy and have had a lack of energy for the last three weeks. The patient said their blood pressure/heart rate monitor has been reading higher than normal. It was also noted by the patient that the last test of the pacemaker indicated that the batter was getting low. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.